Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly found.

Event description:
It was reported that the patient had a syncopal episode. Upon interrogation a vt episode with pause dependent vt was found. Loss of capture and lead dislodgement were observed. Physician confirmed device migration and believes the patient's size and activity may have contributed to the event. Lead was explanted and replaced when repositioning was unsuccessful.